Event description:
Decreased sound quality. Patient was seen by a co rep for device eval. Programming adjustments were made. The patient continued to be monitored by the center. Testing confirmed that the patient's electrode array had migrated. Revision surgery was scheduled to reinsert the array.